Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Moreover, x-ray result did not show that lead moved. Additional information received from the field indicating that lead revision was performed. This lead remains in service. No additional adverse patient effects were reported.